Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call, she believe the insulin pump wasn't working properly and her doctor agreed, they have known for a while. Blood glucose of 700 mg/dl was reported. Customer stated the device seems to stop delivering insulin once it reached 20 units. The piston will stop moving forward and after 10 minutes the piston will start moving again. Customer stated he had diabetic ketoacidosis episode but didn't go to the hospital. She removed the device and treated with manual injections. Customer states she programed the device to deliver 15 units of insulin and it recorded it delivered it all, but customer believes only 5 units were delivered. Customer stated she delivered another 15 units into the air and hardly any insulin exited. Troubleshooting was attempted, blood glucose was 327 mg/dl, but customer declined. She requested a replacement device and agreed to return the device for analysis.